Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The spinal pain patient reported their device did not turn on. It was unclear at the time of report which device the patient was referring to; additional information has been requested from the patient to clarify. No further event information was reported; no complications were reported or anticipated.